Event description:
It was reported that the patient experienced a syncopal episode. In the emergency department, loss of ventricular capture was identified. A temporary pacing wire was inserted via the right jugular vein. Pacing interrogation revealed that ventricular capture control was disabled. The hospital technician re-enabled ventricular capture control and programmed it with a higher safety margin. No further syncopal episodes have been experienced.

Manufacturer narrative:
The devices under complaint were not returned for analysis. The analysis is therefore based on the returned data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the ipg and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned data were analyzed thoroughly. The follow-up from may 12th, 2025 confirmed that ventricular capture control had been deactivated since the previous follow-up, on january 30th, 2025, due lo a large amount of loss of capture occurrences within 24 hours. As specified, the ipg switched to the programmed start value of 2.4 v. The last successfully measured threshold was 0.6 v. Based on the information available for analysis, the root cause of the loss of capture occurrences is not determinable. A defective rv lead is a potential cause. A ram dump of the ipg may provide additional clues if available. However, it was reported that a ram dump is currently not available. Should further relevant information, like a ram dump of the ipg, become available, this investigation will be updated.